Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the physician already reached at the papilla, he wanted to perform papillotomy and asked his assistant for the truetome 44. He inserted the device through the duodenoscope, and when was about to perform the papillotomy by bowing the device, it was noticed that the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.